Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
When the surgical tech was putting instruments into their basin at the end of the surgery they noticed a crack in the liner impactor handle.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the cracked handle. The overall condition of the item indicates it has been well used over time. The root cause is attributed to heavy use / wear out. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.